Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in saitama, japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that when the customer tried to heat a heater-cooler system 3t during priming, the s5 system panel displayed a module failure, and the 3t stopped circulating. The customer replaced this affected unit with another one and continued the case. After the procedure, it was noticed by the customer that on the affected unit the temperature display side was flashing an error code (unknown) and an alarm was sounding. There was no patient involvement.